Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, after the balloon valvuloplasty (bav) was performed, the patient went into asystole and required pacing. The 23mm sapien xt valve was successfully deployed. Echo results showed trace paravalvular leak and no central aortic insufficiency. After the pacer was turned off an intraventricular conduction disturbance (ivcd) / bundle branch block remained. The temporary pacer was left in the patient post procedure. Additional information received from partner clinical study indicates this patient expired three days post tavr. Per report, the patient developed (hospital acquired) bilateral pneumonia postoperatively and this most likely progressed to acute respiratory distress syndrome (ards) and respiratory failure. The patient was managed with non-invasive ventilation (bipap), but continued to decline with worsening hypoxia, hypercapnia and pulmonary edema. Additionally, her renal function began to decline and she became oliguric with elevated creatinine and bun levels. The family did not want to start dialysis and they did not want to intubate the patient. The patient was placed on comfort measures only and passed away on (B)(6) 2012. The cause of death was respiratory failure and was not related to the edwards valve.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication during and after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. In addition, bbb usually indicates underlying cardiac pathology. It is seen in dilated cardiomyopathy, hypertrophic cardiomyopathy, hypertension, aortic valve disease, coronary artery disease, and a variety of other cardiac conditions. Although a known complication of the tavr procedure, literature search reveals that new-onset bundle branch block has also been reported in 16% to 32% of patients following surgical avr. In this case, the cause of the bundle branch block cannot be confirmed; however, in addition to the procedure itself, the patient's underlying cardiac pathology (i.e. Critical valvular heart disease, coronary artery disease, hypertension, left ventricular hypertrophy, and congestive heart failure) could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.